Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st device may have caused or contributed to the reported event. The attorney alleges the patient underwent revision surgery for omental adhesions and to remove the device. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2017: the patient underwent repair of an incarcerated ventral hernia. A bard/davol ventralex st was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent a revision surgery. During the surgery the physician noted omental adhesions with the previously implanted mesh. The bard/davol ventralex st mesh was dissected and removed. The patient continues to experience complications related to the mesh. The patient will likely require additional surgeries to repair the damage from the product. The mesh failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.